Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to oversensing of non-physiologic artifacts. Technical services (ts) reviewed the episodes and discussed there were high-amplitude non-physiologic artifacts and they were able to be reproduced in-clinic. The patient also has a concomitant pacemaker device and it was mentioned the pacing percentage has increased over the last months and the signal morphology has become worse for this s-ICD signal detection. It was advised to replace the s-ICD system. The device and electrode were both explanted and replace the following day. No additional adverse patient effects were reported. The s-ICD device is expected to be returned for analysis.